Event description:
Patient reported left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional confirmed capsular contracture as baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h4. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e3, h6.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later reported discomfort and capsular contracture baker grade iii. Device has been explanted.